Manufacturer narrative:
E1: patient city:(B)(6). Patient country: united states. H1: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in south africa. It was reported that patient was hospitalised due to any blood glucose value dka seizure or diabetic coma event. The length of hospitalisation was 1 day. Blood glucose at the time of event was noticed 31 mmol/l. No further information was available.